Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm cannula broke off. The following information was provided by the initial reporter : the customer reported a piece of the broken needle npe trapped in the pen and will be returned for investigation. The pen needle product was already discarded at the user's side.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/12/2021. H.6. Investigation: one insulin pen and three photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and a broken piece of cannula was stuck in the septum of the pen. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm cannula broke off. The following information was provided by the initial reporter: the customer reported a piece of the broken needle npe trapped in the pen and will be returned for investigation. The pen needle product was already discarded at the user's side.